Event description:
Feeding tube was inserted into baby's nare in preparation for feeding. After insertion, it was noted there was no cap attached to the tube for closure when feeding was completed. Baby was feed via tube given that it was already in and then removed. A new tube was placed at the next feeding.